Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the controller with the white data cable battery was not draining. The pt stated that they did not change the batteries when there are two bars on the system controller. The pt stated that "everything shuts off". The system controller was changed out and returned for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.